Event description:
Prior to a cryosurgical procedure the cryotip separated upon pressurization of the cryogun. There was no pt injury. The reporter stated that the malfunction could have caused pt injury if the separation occurred during the procedure.